Event description:
It was reported during implant that the left ventricular lead dislodged. Dislodgement was confirmed via imaging. The lead was exchanged. There were no patient consequences.

Event description:
It was reported that the lead dislodged following (B)(6) 2024 implant and lead was explanted the next day on (B)(6) 2024.

Manufacturer narrative:
Correction: change report type to serious injury, b5 and h6 updated to reflect additional surgery, implant and explant dates updated.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found no anomalies. The double bend was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.